Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Section b.3: date of event: the date of the event/study is not known. Section d.2b: procode is mof / dqx. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not known. Section e.1: the initial reporter facility name, address, city, and state are not available / reported. Section h.4: the device manufacture date is not known as the product lot number of the device is not available / not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. In addition, there was no report of malfunction associated with the device. As such, the investigation will be closed. There was no information on patient medical history, and no information on the device and its performance during use in the study procedure and no information related to concomitant devices used during the procedure. The device catalog and lot numbers are not known; therefore, the determination of possible device-related causes cannot be determined through device analysis or through device history record review. The exact cause of the event could not be conclusively determined. Clinician assessment: regarding the events of vessel damage; although no specific intervention is stated, it is clinically reasonable to assume an intervention would be provided in the case of vessel damage, or the events can potentially result in permanent damage to the patient. The events are being reported to the us FDA as a conservative measure. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a related research activity database (ddra) for patients undergoing: clinical utilization, safety and performance of agility steerable guidewire and neuroscout steerable guidewire. Adverse events reported for neuroscout guidewire: qty 1 vessel damage: injury, laceration, & dissection neuroscout gw unruptured intracranial aneurysms.